Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized with low blood glucose on (B)(6) 2015. Blood glucose value at the time of admission was below 50 mg/dl. The customer stated that he was helping a friend move and received a no delivery alarm prior to the hospitalization. The customer also reported that the insulin pump alarmed no delivery. Blood glucose was 50 mg/dl; he treated with food. Customer stated the alarm was resolved by a complete set change. He also stated he has been getting a missed bolus alert every hour. The customer was assisted on how to turn the missed bolus reminder off.